Event description:
It was reported to philips that the equipment does not turn on; ups faults suspected on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No fault found; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).